Event description:
Report received from the USA stating that the device was "running hot and under performing" it was unknown to the reporter whether or not the device was used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.